Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) ¿ (B)(4). Approximate age of device - 4 months - calculated from the date the device was issued to the patient. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that a system controller software upgrade on this backup controller was performed on (B)(6) 2017. The patient reported that on (B)(6) 2017, the backup system controller sounded an unspecified alarm while in the carrying case for backup equipment; the system controller was not in use at the time. The patient wrapped the system controller up to mute the alarm until the backup battery depleted. A log file was not retrieved and no other steps were taken to investigate the alarm once the patient was in the clinic. Due to the nature of the alarm, the lvad clinician did not want to disrupt the clinic environment by connecting power to the system controller and then potentially not being able to silence the alarm. No additional information was provided.

Manufacturer narrative:
The report of the system controller alarming was confirmed based the review of the downloaded log file. The recorded data showed that on (B)(6) 2017 at approximately 11:38pm. The system controller detected the driveline as being connected and began operating in run mode, despite the pump parameters (speed, flow, power, and pulsatility index) remaining at 0. During this time, the system controller was not connected to an external power source and was being supported by the internal 11 volt lithium ion backup battery (ebb). During these events, low speed hazard, power cable disconnected, driveline fault, and low flow hazard alarms were flagged and the system controller continued to alarm until approximately (B)(6) 2017 at approximately 7:52am, when the ebb appears to have become fully depleted. This is consistent with the report of the patient wrapping up the system controller to mute the alarm until the backup battery died. Power was restored when the system controller was connected to a power module. Full functional testing of the system controller was performed using laboratory equipment. The atypical events recorded in the downloaded log file were unable to be reproduced. The system controller functioned as intended during analysis during the testing. The system controller was disassembled in order to examine the internal components. Visual inspection revealed corrosion and residue on the inside of the housing, near the driveline connector as well as near the driveline detection circuitry. Additional residue and corrosion was noted around component d61 (diode). Although the reported event was not reproduced, a short across this component would have resulted in the reported events, since the system controller would have incorrectly detected the driveline as connected and operated in run mode as a result. Additional residue and corrosion was noted on the other side of the board, near capacitor c67, a component that is part of the driveline monitoring circuitry. The system controller was forwarded to an external laboratory for further analysis which confirmed that the observed corrosion and residue were related to fluid ingress. This finding suggested that the possible ingress location was the driveline connector. Although the reported event was not reproduced during the functional testing of the returned system controller, the investigation findings suggest that the event was a result of fluid ingress causing a short in the driveline detection circuit, which caused the system controller to incorrectly detect a driveline as connected. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.